Manufacturer narrative:
B5-per updated information the surgeon decided to explant lens. 6b-unknown. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5_13.7 implantable collamer lens of -7.50/1.00/059 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023 as a replacement lens to address low vault. Per reporter the problem did not resolve, " vaulting still low after icl exchange". Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5-the reporter indicated that a 13.7mm vticm5_13.7 implantable collamer lens of -7.50/1.00/059 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2023 as a replacement lens to address low vault. Per reporter the problem did not resolve, " vaulting still low after icl exchange". On (B)(6) 2023 the lens was explanted. In the reporters opinion the cause of the event was patient-related factor, " not enough sulcus support form behind. Might have induced cataract is not removed". It was also reported that it's unknown if the device failed to perform as intended. Claim # (B)(4).

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).